Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter for evaluation. No test strips were returned. Therefore, an in-house testing was performed using the returned meter with in-house contour next test strips, which gave satisfactory performance. All blood glucose readings obtained during in-house testing were properly marked as blood results.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The device identifier # was left blank as it could not be determined based on the available model #.

Event description:
An advocate from (B)(4) reported that a blood glucose test was run on her son while using a contour next link 2.4 meter and a reading of 1.1 mmol/l was obtained. The meter automatically marked it as a control test, and so the reading will be displayed as a control result when accessing the meter's memory. The customer had symptoms of hypoglycemia such as feeling tired and thirsty. There was no allegation of an adverse event. The customer was advised to return the product for evaluation. A replacement meter kit was sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.